Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No replace battery now alarms noted in the pump history file. Pump trace download analysis confirmed the pump alarmed an unexpected low battery alert and multiple unexpected replace battery alerts were present in the pump history file. The power management tool indicated abnormal behavior of the lithium backup battery loaded v lith voltage as shown on the power management graph and confirmed an unexpected low battery alert and multiple unexpected replace battery alerts due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, severely faded serial number label, peeling serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 9 mmol/l. The customer stated that they did not get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.